Event description:
It was reported that a patient alert was triggered due to intermittent high impedance. It was also reported that provocative testing produced unusual impedance variation on the svc coil with some moderate change to the right ventricular coil impedance. It was further reported that due to suspected first rib clavicle crush, the rv lead was partially removed and replaced with a new lead via an auxiliary cut-down procedure to pass a new lead from the same side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the proximal segment of the lead was returned to the manufacturer and analyzed and no anomalies were found. The outer insulation had a white substance and a cosmetic depression.